Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding, and dyspareunia.